Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - section b5 verbiage - additional information received indicates the leads did not contribute to the event as the issue was resolved with the replacement of the ipg. The leads are no longer considered reportable.

Event description:
Additional information received indicates the leads did not contribute to the event as the issue was resolved with the replacement of the ipg. The leads are no longer considered reportable.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that system diagnostics recorded low impedances on the leads. Additional information was received stating surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. The ipg replacement resolved the low impedance issue. Effective stimulation was restored.